Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when putting the table in reverse trend and the table came off the ground. They had to hit table up and it came crashing down. They were doing a lap chole and patient was supine in normal orientation. There were incisions made, but no harm was done. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported by tanner med ctr villa rica-unconfirmed or (table s/n (B)(6) it was emailed in stating putting the table in reverse trend and the table came off the ground. They had to hit table up and it came crashing down. They were doing a lap chole and patient was supine in normal orientation. Patient was only 128 lbs. There were incisions made, but no harm was done. A stryker field service technician was sent out on 25 aug 2025, it was discovered "inspected table for physical damage - none found. Table working normally. No issues with the table. Talked to staff - the table was in head down position, when they lowered the table - they found the leg extension was on top of the mayo stand. This made the base of the table rise.", there were no issues found with the table functionality. In the operon operator's manual it is listed, "the expected life of the operon® or tables is 10 years from the date of product installation.", this product was manufactured in 2014 and complaint was reported in 2025 meaning it is an 11 year old table. There is also a clear warning in this manual listing "objects lying on the base cover can end up against the telescoping column shields when the or table is being repositioned and cause damage to the covers and brackets inside the covers. 1. Never place objects on the base cover." The root cause of the issue was found to be the objects placed near the base of the table leading to unintended movement, which can be traced to user error. This issue was discovered during a procedure, and there was no patient impact and no adverse event reported. This failure mode has not exceeded any threshold and will continue to be monitored.

Event description:
It was reported that when putting the table in reverse trend and the table came off the ground. They had to hit table up and it came crashing down. They were doing a lap chole and patient was supine in normal orientation. There were incisions made, but no harm was done. There were no reported injuries or adverse consequences.